Event description:
Boston scientific crm received information that during the implant procedure, as this right ventricular lead was positioned, noise was observed. The lead was repositioned; no pacing was observed event at high outputs and noise was still observed. It was not thought this was related to electromagnetic interference. It was thought there was a lead malfunction. The lead was removed and replaced.

Manufacturer narrative:
According to available information, no return of product is intended, therefore, boston scientific crm cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.